Event description:
Following a diagnostic procedure an angio-seal device was placed in a pt's groin. One hour later when the pt began to ambulate, he complained of pain in his calf. The pt's pulses were checked and found to be absent. The pt was taken to surgery where an occlusion was identified" significanty proximal" to the puncture site. The vessel was repaired. As of 10/13/1998 there has been no further info provided to the MFR regarding complication or pt sequelae.